Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp stopper separated from the plunger. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the stopper was separated from the plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2020. H.6. Investigation: customer returned three (3) loose 29gx12.7mm, 0.3ml bd insulin syringes. Customer reported the stopper was separated from the plunger. All three returned syringes were examined, and all three exhibited a rubber stopper properly attached to a plunger. All three syringes were tested for plunger rod movement: all three plunger rods were able to move properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200864499, 200842714, 200863709] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper separates on lot # 9337429. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, stopper separates) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200864499, 200842714, 200863709] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp stopper separated from the plunger. This occurred on 3 occasions before use. The following information was provided by the initial reporter: the stopper was separated from the plunger.